Event description:
It was reported, "revision required of cup and head. Head and trunnion showed significant wear of the taper junction. Surgeon feels the head has been spinning on the trunnion causing titanium debris into the local area. Pt had a major pseudo tumor present around the greater trochanter".

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.